Manufacturer narrative:
H3: zoll technical support requested device logs and trending data to investigate the issue. The clinical trainer provided a .bvt file; however, no trending data folder or full device logs were included. Technical service subsequently reached out to the clinical trainer to request the complete set of files. Despite these efforts, no value-added or device-specific information was received from the customer site for the ventilator originally reported. As the reported issue was observed only by the clinical trainer and no logs were provided to verify it, we are unable to confirm the reported issue.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the devices occlusion alarms occurred. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.